Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2016: new consultation hospital and new clinical exams performed (bone biopsy)on (B)(6) 2017: conclusion of chronic inflammation of revision prosthesis. Patient is informed that a new surgery and 2-stage procedure is required with 6 weeks of hospitalization. On (B)(6) 2016: phase I revision.